Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing weakness presented in the emergency room. Surface electrograms revealed loss of ventricular capture. Device interrogation revealed the ventricular lead also exhibited high impedance. The device was reprogrammed. The patient was in stable condition and would continue to be monitored.